Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 08/27/2019. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. H3 evaluation: failure mode reported by customer could be related to ties too long, during sample evaluation this was discarded since tie was properly assembled. Sample received was evaluated and defect reported by customer was duplicated, locking mechanism was broken and it was not possible to lock the reservoir. After sample evaluation it was concluded that plate could have been broken while reservoir was being used, since at manufacturing line the plate remains closed during all process. On plates subassembly area, there is an inspection to assure that plate opens and closes properly. The other external causes could have affected the product integrity such as handling, nonproper usage or any other possible contributor. Based on the present analysis, it is determined that the reported complaint is observed, however is not related to manufacturing process and it's consider that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint #: (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a decompression surgery of the back on an unknown date where a reservoir was used. When a nurse tried to lock the reservoir it was hard to lock the reservoir in the ward. Further details are not provided. There were no adverse consequences to the patient.